Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to extreme low blood glucose on (B)(6) 2017 with blood glucose of 21 mg/dl. The customer had two cookies before bed which led to low blood glucose level due to which the entire bed was soaked with sweat. The customer was treated with food and glucose tablets. The customer¿s current blood glucose level was 229 mg/dl. The drive support cap was normal. The customer also reported hairline crack on battery compartment. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm, and excessive no delivery alarm test. Device left on test reservoir match with device left on status screen. Device functioned properly. Device received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and stained end cap sticker.